Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. While troubleshooting with tandem technical support, the customer reloaded the cartridge, but received another minimum fill notification. The customer then loaded a new cartridge with the help of their neighbor, but did not observe insulin coming out of the end of the tubing. Reportedly, the customer is legally blind. Customer will meet with the clinical diabetes specialist for further assistance. Customer reported an elevated blood glucose level of 302 (mg/dl) and administered mdi to stabilize bg level.